Event description:
It was reported that the customer was not receiving enough insulin and that the cannula on the infusion was kinked and bent. However, the customer stated that she did not receive a no delivery alarm. The customer's blood glucose ranged from 300 mg/dl to 400 mg/dl. Troubleshooting was done. The customer confirmed that there may have been an insertion site related issue but was unaware if that was the cause of the issue. Advised customer on infusion set insertion techniques. Advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.